Event description:
This supplemental report is being filed to update the investigation conclusion code.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted the electrode had been severed 278mm from the terminal pin and was returned in two segments. Additionally, blood and/or body fluid was noted in the lumens. Continuity testing was performed which confirmed the electrical performance of the returned segments. Microscopic visual inspection noted the sense b ring was deformed. There were tool marks on the ring, and in the polycin vorite in the notch area and also in the insulation on the opposite side of the notch area. Additionally, there was a crack in the polycin vorite at a bubble with a grabbing tool mark also at the same bubble. This area of the electrode was grabbed with some type of tool as well, likely at the same time. Laboratory evaluation could not confirm if the crack was related to the grabbing tool; however, the crack appeared to propagate to the sense a lumen. There was no body fluid noted in the sense a lumen in this area and body fluid in the lumen of the crack would be expected if the crack was there prior to the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced refractory pain from this system. The patient has a very large stature and the physician suspected the adipose tissue never stabilized around the device. The physician elected to explant this system and implant a transvenous system. No adverse patient effects were reported.